Event description:
It is reported a customer received an alarm on their insulin pump. The patient's blood glucose level was at 252 mg/dl. The customer stated that there were no significant events that could have led to the issue. The customer did not mention the nature of the hospitalization and also stated that they did not have time to trouble shoot the pump. The customer was sent a replacement pump. No further information was provided.

Manufacturer narrative:
The insulin pump alarmed motor error alarm and alarmed during rewind due to motor encoder signal out of phase. The insulin pump was unable to perform the displacement, basic occlusion, occlusion, prime and no delivery test due to alarm. The insulin pump received with cracked reservoir tube lip, and minor scratched display window.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.